Event description:
The customer's wife stated that the customer was hospitalized for high blood glucose levels with a reading of 600 mg/dl. It was stated that the customer was not taking care of his blood glucose levels very well for two weeks prior to the event. The customer was getting his basal rates, but was not always bolusing for meals. It was also stated that the customer suffers from multiple sclerosis and developed a fever, which made him very weak. The wife was unable to continue troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.